Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower had failed door and one of the drawer cubies were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed and one of the drawer cubies failed. A field service engineer (fse) was informed by the user that the previously reported half-height cubie drawer failure had been successfully recovered upon discovery. The original issue had been reported by a user. During inspection, the escort demonstrated that tower door 4 produced multiple clicks when accessed. The fse removed the watch column from the tower and detached the latch assembly from the column. The contacts were cleaned, and conductive grease was applied to the mini switch connections. The fse also re-crimped the wiring and harness connectors. After reassembling the components, the station was restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.